Event description:
The customer states that architect i2000 system software version 2.10 was installed in 2004 and by mistake the abbott field service engineer did not change to european standard. As a result, a bhcg value of 1,566 miu/ml was reported to the physician as <1miu/ml. The customer notified the physician of the correct value. The abbott field service engineer changed the standard on the architect i2000 the following morning. No impact to pt management was reported.